Manufacturer narrative:
E1: initial reporter first name: (B)(6), e1: initial reporter last name: (B)(6), e1: initial reporter facility name: (B)(6), e1: initial reporter address: (B)(6), e1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stopcock cracked which resulted in leaking solution. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During visual inspection cracks were observed along the body and neck of the stopcock. The reported condition was verified. The cause of the condition could not be determined. This product is not manufactured by baxter; however, it is purchased from a third part supplier. Baxter performs the product pouching process. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.